Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) lost connection to the ilet bionic pancreas and the signal did not reconnect within the initial period post-update; support guided the user to toggle cgm settings and re-enter the sensor pairing code, after which the pump entered pairing mode and the user was informed of the pairing period. No clinical signs, symptoms, or conditions were reported. Outcomes included no clinical impact, no alerts or alarms, and no hospitalization. User support included troubleshooting and education performed remotely regarding cgm pairing and device settings. Investigation of this case revealed a temporary communication disruption between the ilet and the dexcom g7 that was addressed through standard pairing and settings verification, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption following firmware update that resolved with re-pairing.